Event description:
Bayer case number: (B)(4) terrible abdominal pain [abdominal pain], infection in my fallopian tubes [salpingitis infection] , dizziness [dizziness] , nausea [nausea] , headaches [headache] , chronic cough [chronic cough] , my c-reactive protein (crp) level was almost 300 [c-reactive protein increased] , my fallopian tubes were abnormally enlarged [fallopian tube enlargement] , allopian tubes were abnormally enlarged and necrotic [fallopian tube necrosis] , I developed peritonitis [unspecified peritonitis] , I'm very tired [tiredness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("terrible abdominal pain") and salpingitis ("infection in my fallopian tubes") in a 54-year-old female patient who had essure inserted (lot no. 209412 p ,130014172) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2025, 4556 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required). On (B)(6) 2025 she experienced fallopian tube enlargement ("my fallopian tubes were abnormally enlarged") and was found to have c-reactive protein increased ("my c-reactive protein (crp) level was almost 300"). On unknown date she experienced salpingitis (seriousness criterion medically important), dizziness ("dizziness"), nausea ("nausea"), headache ("headaches"), cough ("chronic cough"), fallopian tube necrosis ("allopian tubes were abnormally enlarged and necrotic"), peritonitis ("I developed peritonitis") and fatigue ("I'm very tired"). The patient was treated with antibiotics (unknown) as well as surgery (salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the fatigue had not resolved. The outcomes for abdominal pain, salpingitis, dizziness, nausea, headache, cough, c-reactive protein increased, fallopian tube enlargement, fallopian tube necrosis and peritonitis were unknown. No causality assessment was received for essure with regard to dizziness, nausea, cough, fallopian tube enlargement, peritonitis, salpingitis, headache, abdominal pain, c-reactive protein increased, fallopian tube necrosis or fatigue. The reporter commented: I was very afraid for my life, and my children too. I had a month off work with a pay cut. I'm a single mother, and I'm very tired, but I had to go back to work. Furthermore, I wasn't menopausal before the explantation and salpingectomy, and now I have all the symptoms of menopause, hot flushes, etc. My daughter suffered a severe case of burnout from the fear of losing me. I'm trying to get back to a somewhat normal life, but it's still difficult. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [C-reactive protein] on (B)(6) 2025: increased [computerised tomogram] (date unknown): my fallopian tubes were abnormally enlarged and necrotic. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Terrible abdominal pain [abdominal pain]. Infection in my fallopian tubes [salpingitis infection]. Dizziness [dizziness]. Nausea [nausea]. Headaches [headache]. Chronic cough [chronic cough]. My c-reactive protein (crp) level was almost 300 [c-reactive protein increased]. My fallopian tubes were abnormally enlarged [fallopian tube enlargement]. Fallopian tubes were abnormally enlarged and necrotic [fallopian tube necrosis]. I developed peritonitis [unspecified peritonitis]. I'm very tired [tiredness]. Case narrative: the below report was received by health authority ansm (reference number: r2605214) on 17-feb-2026. The most recent information was received on 25-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("terrible abdominal pain") and salpingitis ("infection in my fallopian tubes") in a 54 year-old female patient who had essure inserted (lot no. 209412 p ,130014172 - not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2025, 4556 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required). On (B)(6) 2025, she experienced fallopian tube enlargement ("my fallopian tubes were abnormally enlarged") and was found to have c-reactive protein increased ("my c-reactive protein (crp) level was almost 300"). Essure was removed on (B)(6) 2025. On unknown date she experienced salpingitis (seriousness criterion medically important), dizziness ("dizziness"), nausea ("nausea"), headache ("headaches"), cough ("chronic cough"), fallopian tube necrosis ("fallopian tubes were abnormally enlarged and necrotic"), peritonitis ("I developed peritonitis") and fatigue ("I'm very tired"). The patient was treated with antibiotics (unknown) as well as surgery (salpingectomy). At the time of the report, the fatigue had not resolved. The outcomes for abdominal pain, salpingitis, dizziness, nausea, headache, cough, c-reactive protein increased, fallopian tube enlargement, fallopian tube necrosis and peritonitis were unknown. No causality assessment was received for essure with regard to dizziness, nausea, cough, fallopian tube enlargement, peritonitis, salpingitis, headache, abdominal pain, c-reactive protein increased, fallopian tube necrosis or fatigue. The reporter commented: I was very afraid for my life, and my children too. I had a month off work with a pay cut. I'm a single mother, and I'm very tired, but I had to go back to work. Furthermore, I wasn't menopausal before the explantation and salpingectomy, and now I have all the symptoms of menopause, hot flushes, etc. My daughter suffered a severe case of burnout from the fear of losing me. I'm trying to get back to a somewhat normal life, but it's still difficult. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [C-reactive protein] on (B)(6) 2025: increased. [Computerised tomogram] (date unknown): my fallopian tubes were abnormally enlarged and necrotic. According to bayer qa, the batch number: 209412 p ,130014172 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-feb-2026: quality safety evaluation of product technical complaint. Case comments: we received invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.